Manufacturer narrative:
The hill-rom technician found the head up button on the left intermediate siderail caregiver controls was stuck and needed to be replaced. Per the hill-rom service manual the advanta¿ 2 should be subject to an effective maintenance program. This will help make sure of a long, operative life for the advanta¿ 2 bed. The preventative maintenance will help to reduce downtime due to excessive wear failures. An annual service of the bed is advised in order to maintain its characteristics and performance. Make sure the head and foot side rails are not bent or twisted. Make sure all functions on the caregiver control operate correctly. Test each of the buttons to check that they activate the correct function and that they do not work intermittently by pressing each button for several seconds. Each movement must be continuous. Repair or replace the side rail as necessary. Replace the pendant if necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the left intermediate siderail caregiver control panel to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the head of the bed was raising by itself. The bed was located in bed storage at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).